Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, clonidine, and an unknown medication at unknown concentrations and dosage via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient's pump was flipping. The patient reported that when they do sit-ups their pump would flip. The patient reported that they were having an MRI as their healthcare provider (hcp) was going to move the pump because the patient had lost a lot of weight. No out of box failures or medical/therapy problems associated to a small components were reported. No symptoms were reported. No further complications were reported.